Event description:
A customer reported a "stench" coming from the mattress. The mattress was opened and they allegedly found fluid ingress inside the mattress. They stated that they have been using "quaternary ammonia" to clean the mattress, and that the mattress ticking had never been opened until the discovery of fluid ingress. The bed was located on the fourth floor ICU when the alleged problem was found. They are alleging that the patient has contracted a bacteria from the mattress, but would not tell state what kind of bacteria.

Manufacturer narrative:
The customer replaced the mattress to resolve the alleged issue of fluid ingress into the mattress. The cause of the ingress is unknown.